Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds and capturing intermittently as there were episodes of single beat non-capture observed. Lead outputs were increased and the patient is to follow up. The lead remains in use. No patient complications have been reported as a result of this event.